Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Blood cultures were drawn and were positive. The pocket was swabbed and cultured as well as were device and leads. No growth from anything device related. The patient was treated long term with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.